Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed, in which it was noted that both cylinders had the mesh shredded, and additionally, the silicone and mesh were embedded within the corporal bodies due to scarring. The existing ipp was removed and replaced with a non-bsc device. No additional patient complications were reported.